Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient suddenly couldn't feel stimulation anymore. The patient checked their controller and saw the intensity had decreased to 0.3 across all programs; it was usually somewhere around 1.9. When trying to increase the stimulation, the patient stated they received the following message: "the system is operating at maximum settings. Therapy cannot be increased." The patient was advised that it was an out of regulation (oor) message and it could not be resolved at home. The patient was redirected to their healthcare provider (hcp) to resolve the issue. The patient was advised to call back if the issue was not permanently resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.